Event description:
The customer reported a false negative hcg result on their status+ instrument compared to two repeat tests of the same sample on the same instrument and a serum hcg test. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested the customer return the reagent for further investigation. Once materials are received, investigation will begin. Proper maintenance and technique were reviewed with the customer. The customer is operational. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation. Based on the data collected, the customer report of false negative hcg performance from clinitest hcg on cassette lot #077117 was not observed. Additionally a review of the certificate of analysis of lot# 077117 which indicates the reagent was meeting performance specifications at the time of manufacturing release.